Event description:
It was reported that the physician was attempting use a resolute integrity 2.50 x 14mm rx drug eluting stent to treat a 14mm lesion located in the lca vessel which had moderate tortuosity. The device was prepped and inspected as per IFU and negative prep was performed, no issues were identified. An attempt was made to directly stent the lesion with the resolute device however this was unsuccessful and the device was removed. The physician then proceeded to pre-dilate the vessel using a sprinter legend 2.50 x 25mm balloon. Two pre-dilations were performed - the first at 22 atm for 18 sec, the second at 20 atm for 8 sec. The physician re-inserted the stent through a support catheter but was still unable to cross the lesion and removed the whole thing with the support catheter. During the procedure it is reported the physician had to remove the resolute stent three times in total because it would not cross the lesion. Upon the last removal, it was noted that the stent was not on the balloon anymore and had remained in the left main coronary artery. Another stent and balloon were used to crush the stent against the wall of the lm vessel. It has been reported that the patient is fine with no consequences. Cine image review: the procedural images show the left main vessel with significant stenosis evident. The next image shows a deployed stent in the left main vessel. There appears to be an unexpanded stent which has been crushed into the left main vessel wall. There are images of other devices inside the vessel also, however, these appear to have been used post the stent dislodgement and therefore have had no impact on the event. The final image shows patency has been restored to the left main vessel.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent embolization(dislodgement)); lesion morphology (significant stenosis present); no results available since no evaluation performed (device was not returned for review); failure to follow instructions (direct stenting of the lesion); conclusions: known inherent risk of procedure (stent embolization(dislodgement)); lesion morphology (significant stenosis present); failure to follow instructions (direct stenting of the lesion). (B)(4).